Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device report 2 of 2: reference MFR report: 1627487-2012-09306. The pt is implanted with two percutaneous leads (from two different lots). It has been reported the pt experienced two instances where she felt a sudden increase in her stimulation. The pt reported the feeling to be uncomfortable. The amplitude did not show an increase or any other changes. The pt is working with her physician to determine the next course of action.